Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: smekal, v. Et al (2011) elastic stable intramedullary nailing is best for mid-shaft clavicular fractures without comminution: results in 60 patients. Injury, int. J. Case injured 42: 324-329. Austria. This report is for elastic stable intramedullary nail system. Unknown part number, UDI unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: smekal, v. Et al (2011) elastic stable intramedullary nailing is best for mid-shaft clavicular fractures without comminution: results in 60 patients. Injury, int. J. Case injured 42: 324-329. Austria. This prospective study compares elastic stable intramedullary nailing (esin) with non-operative treatment of displaced mid-shaft clavicular fractures. The study aimed to identify patients and fracture patterns eligible for esin. The primary objectives of the study were the assessment of time to union and clavicular shortening in both treatment groups. Secondary objectives were complication rates and clinical outcome measurements based on validated scores. Between december 2003 and august 2007, 120 patients volunteered to participate. Of these, 112 patients completed the study (60 in the operative and 52 in the non-operative group). Patients in the non-operative group were treated with a simple shoulder sling. In the operative group, intramedullary stabilization was performed within 3 days of the trauma. 2.5mm titanium endomedullary nails (ten) were implanted in males and 2mm tens were implanted in females. Operative group consisted of 54 males and 6 females. Ages are 36.8 +/- 12.6. Radiographic union was assessed every 4 weeks. Constant shoulder scores and dash (disabilities of the arm, shoulder and hand) scores were assessed at final follow-up after 2 years. The following complications were reported: approx 2 delayed union reported; approx five patients with medial skin irritation without telescoping, the nail had to be cut back on the medial end under local anaesthesia; approx 1 deep infection reported; approx 1 refracture reported; additional complications were provided for non-operative group but will not be assessed in this report. This is report 1 of 2 for (B)(4). This report is for elastic stable intramedullary nail system.